Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was transitioned to hemodialysis (hd) due to a catheter infection requiring its removal and antibiotic therapy. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 635 u/l, polymorphs = 75%) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 14 days. However, on (B)(6) 2024 the patient contacted the on-call pdrn with complaints of continued abdominal pain. The patient was sent to the emergency room for evaluation, and the hospital nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The patient simultaneously received a temporary hemodialysis (hd) catheter (not a fresenius product), and the patient was transitioned to hd allowing time for the patient¿s abdomen to heal. The patient¿s peritoneal effluent culture result returned positive for candida parapsilosis (fungal peritonitis) on (B)(6) 2024, and the patient¿s vancomycin and ceftazidime were discontinued and replaced with intravenous (IV) fluconazole 200 mg daily for 21 days. The patient has recovered from the serious adverse events and continues to undergo outpatient hd therapy without reported issue. The cause of the serious adverse events is largely unknown; however, the pdrn reported the serious adverse events were reportedly unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has a vascular surgery appointment later this week to insert another pd catheter, after which the patient will resume utilizing the same liberty select cycler as before.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 21/aug/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was transitioned to hemodialysis (hd) due to a catheter infection requiring its removal and antibiotic therapy. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 635 u/l, polymorphs = 75%) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 14 days. However, on 28/jun/2024 the patient contacted the on-call pdrn with complaints of continued abdominal pain. The patient was sent to the emergency room for evaluation, and the hospital nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The patient simultaneously received a temporary hemodialysis (hd) catheter (not a fresenius product), and the patient was transitioned to hd allowing time for the patient¿s abdomen to heal. The patient¿s peritoneal effluent culture result returned positive for candida parapsilosis (fungal peritonitis) on (B)(6) 2024, and the patient¿s vancomycin and ceftazidime were discontinued and replaced with intravenous (IV) fluconazole 200 mg daily for 21 days. The patient has recovered from the serious adverse events and continues to undergo outpatient hd therapy without reported issue. The cause of the serious adverse events is largely unknown; however, the pdrn reported the serious adverse events were reportedly unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has a vascular surgery appointment later this week to insert another pd catheter, after which the patient will resume utilizing the same liberty select cycler as before.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s temporary transition to hd for rrt. The etiology of the fungal peritonitis is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Additionally, the patient has retained his current liberty select cycler for use once he returns to ccpd therapy. Approximately 1-15% of all peritonitis cases are fungal in nature, and frequently require the removal of the pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or the manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.